Manufacturer narrative:
Device eval of electrode belt sn (B)(4) has been completed. Upon eval, the heat shrink tubing had come off of the pulse wires in the distribution node. This resulted in a short in the distribution node. The cause for the test failures was the shorted pulse wire in the distribution node. The cause for the shorted pulse wire was the defective heat shrink. The cause for the defective heat shrink was unable to be positively identified. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data has detected a reportable event. Upon servicing electrode belt sn (B)(4) failed incoming functional testing. The last patient to use this electrode belt did not report any problems.